Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient would get shock from her device whenever she drinks something. The patient just got out of the emergency room this morning and she stated the hospital said the device is causing her dehydration and for her to reach out to the manufacturer for answers. The patient mentioned she have been getting shocked since the date of implant. No further patient complications are anticipated or expected as a result of this event.